Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided post implantation xray of the intertan confirms the intertan nail broke at the lag & compression screw hole. All documents and images provided as of this date have been reviewed and considered. Based on the limited information provided a clinical root cause for the broken intertan cannot be confirmed. However, the patients history of osteoprosis, smoking and alcohol usage cannot be ruled out as possible contributing factors to the reported event. The weight bearing status of the patient also cannot be ruled out as a contributing factor. No further patient impact is anticipated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the instructions for use documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature review "intramedullary nail failure in a subtrochanteric fracture in a 62-year-old woman", it was reported that, approximately two months following closed reduction and internal fixation with a trigen intertan nail for a comminuted right subtrochanteric femur fracture, the patient experienced pain upon standing from a seated position, associated with an audible ¿pop¿ and severe right hip pain. Evaluation in the emergency department identified failure of the intramedullary nail with breakage at the lag screw hole. The event was addressed with revision surgery and conversion to total hip arthroplasty (tha).

Manufacturer narrative:
Internal reference number: (B)(4). Doi: 10.7759/cureus.75485. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.